Event description:
The pt was implanted with two leads from the same lot number. It was reported, the pt is not receiving effective stimulation from her occipital (off-label) leads. X-rays taken showed one of the leads as migrated. F/u identified the pt underwent surgical intervention on (B)(6) 2013 and the issue was resolved.

Manufacturer narrative:
Sjm has limited information related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.